Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous sodium (na) result that was reported outside of the laboratory, generated by the au2700 clinical chemistry analyzer. Upon repeat testing, a corrected report was issued. The results provided by the customer are shown. It is unknown if patient treatment was affected in this event.

Manufacturer narrative:
Per the customer, the na qc was within range prior to the event. Na qc was out of range (low) after the event. Calibration data was normal prior to the event. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse changed the location of the 'y' pinch valve tubing, changed the urine calibrators, cleaned, primed, and ran qc. All passed within instrument specifications. The fse returned on (B)(6) 2011 and discovered that the 'y' tubing was not all the way on the pinch valve. The fse swapped the legs on the 'y' tubing and pushed the legs all the way onto the pinch valve. The fse verified all operations, cleaned, primed, ran calibrations, and qc. All passed within instrument specifications.